Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A surgeon reported fibrosis under the flap and corneal haze for "a couple of hyperopic patients". Additional information requested. There are two related reports. This report addresses the patient one and another manufacturer report will be filed for patient two.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. The root cause could not be identified conclusively. However, corneal haze is a known side effect of refractive laser surgery. (B)(4).